Event description:
It was reported that during use of this shaver handpiece, it made grinding noises. At the end of the procedure, the user noted that device was hot and burn marks were present at two of the port insertion sites. At this time, bacitracin was applied to the patient's skin. The customer reported that the patient was seen in the emergency room five days post procedure with an infection. Attempts to obtain additional information regarding treatment of the patient following this event were unsuccessful.

Manufacturer narrative:
Investigation findings: conmed linvatec received the shaver handpiece for evaluation and was unable to confirm the reported problem. During extensive testing of this handpiece, it made loud grinding noises related to motor failure, but did not overheat at anytime. The instructions for use (IFU) for this device provides the following info: prior to each use, perform the following preoperative check: insert burr or blade into the handpiece by aligning the notch on the handpiece with the key on the blade hub. Again listen for the audible click when the accessory engages with the handpiece. Gently pull on the cutting accessory to ensure it is properly seated. Verify that the console properly regognizes the handpiece and cutting accessory. Press the direction select button to ensure that it functions properly. Press the on/off button to run the handpiece. With the handpiece running, observe any abnormal noises, vibrations, or heat rise. Verify that the console displays the proper speed. Depress the on/off button a second time to stop the handpiece. If any operating difficulties occur, return the handpiece for service.